Manufacturer narrative:
Evaluation: results : visual inspection of the returned lens showed reddish residue on the surface of the lens, however, there was no visible damage observed. Both sides of the optic/haptic were checked for rough/sharp edges and found to be acceptable. (B)(4).

Event description:
The reporter stated when the aq2010v silicone three piece lens was inserted it fell thru the patient's posterior capsule. The lens was removed without enlarging the incision, a vitrectomy was performed and an acl was implanted. Sutures were required to close the wound. The reporter stated the incident was due to the poor condition of the patient's eye prior to surgery and it was not related to the lens.

Manufacturer narrative:
(B)(4) - membrane, breakage of, vitrectomy, surgical procedure, sutures, no complaint against product. (B)(4).